Event description:
The distal catheter tubing was twisted four times. No patient data was provided by the staff.the device was sent to the manufacturer for evaluation. In their findings the manufacturer stated the damages were consistent with those from an excessively bent or kinked catheter shaft.